Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 module. The initial result was 90 ng/l and was reported outside of the laboratory. The repeat result was <5 ng/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the issue was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.